Event description:
The customer?s senior biomedical technician reported to the service depot on 23 december 2009 that a colleague volumetric infusion pump had a reported condition of the stop key inoperative on the pumphead module keypad during biomedical service. There was no adverse event, patient injury or medical intervention resulted from the event. The software version for this device is currently unknown.no additional information was available at this time.

Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4).the pump is available for evaluation and will be sent back to baxter for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.